Event description:
The customer described that during an abdominal hysterectomy procedure, the ligasure electrode shows sparks and an isolation failure. No sealing was possible; therefore, increased blood loss occurred requiring sutures.